Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an expired input introducer kit was opened at the account and used in a patient. The device was being used for venous access. It was reported that there was no tortuosity or calcification. There were no abnormalities reported in relation to the patient anatomy. There was no damage noted to the packaging. The device was removed from the packaging per the IFU with no issues identified. The device was inspected with no issues. The device was prepped per the IFU with no issues identified. The device was properly hydrated. Resistance was not encountered when advancing the device and excessive force was not used during insertion/delivery. No patient injury was reported.